Event description:
While servicing the device, an authorized bench technician discovered there was a rubber cement material all over the inside of the measurement panel. There was no patient involvement.